Event description:
A consumer reported that following an intraocular lens (iol) implant procedure, the patient had halos while driving at night. The patient vision was very good for all situations and patient was a quadriplegic who does not drive. Additional information has bee requested.

Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).